Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number has been received. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic of the preloaded intraocular lens (iol) came out stretched, and the trailing haptic tore off. According to the surgeon the preparation of the lens was correct. The issue was identified during implantation and the lens had been partially inserted. No further details available.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: (B)(6) 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the returned suspect product. The lens module was opened and inspected, revealing no issues or viscoelastic residue inside. No lens was received but a haptic was found inside the lens module. The haptic was inspected and was coated in viscoelastic residue. The haptic was cleaned and a scratch was observed. The cartridge was inspected, and traces of viscoelastic residue were observed unevenly distributed throughout the cartridge. Clumps of dried ophthalmic viscosurgical device (ovd) was found towards the cartridge tip indicating an inadequate amount of ovd may have contributed to the complaint issue. The plunger rod was inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. No further issues were identified. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. As a result of the investigation, there is no indication of a product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.